Event description:
It was reported that the patient frequently paused insulin delivery on the ilet due to concern about further dosing, and an agent explained that the system suspends insulin when glucose is rapidly dropping or below 85 mg/dl; an assessment was assigned for review of patient behavior and to determine the need for a functional review. Symptoms included concern about hypoglycemia risk without confirmed adverse events. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included case management review of patient-reported logs and operational behavior of the therapy suspension features. Investigation of this case revealed no device malfunction and suggested user-driven therapy pauses as the primary factor. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, mitigated through education.